Event description:
Received info that there was moisture on the cartridge after the customer removed the cartridge from the pump. Customer's blood glucose level was 146 mg/dl which is "ok" according to customer.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up report will be submitted.